Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) pacing lead impedance measurements. All other lead measurements looked good and no noise in the electrograms (egms). Boston scientific technical services (ts) suggested of bringing the patient in and do isometrics and troubleshooting measures. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was obtained and indicated that the rv lead displayed high oor pli measurements of greater than 2000 ohms and did not deliver pacing when required. It was subsequently found out that the rv lead¿s pace/sense (p/s) portion was fractured. The p/s portion of the lead was surgically capped and abandoned and a new lead was used as p/s. The patient was also upgraded to a dual chamber device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.